Event description:
The customer reported that the quick release buckle that is connected to the material is missing. They reported that the canopy does not appear to have cuts, damages or discoloration. This was discovered during set up prior to use with a patient. Inspection of the product found that on the right side window zipper the elements (teeth) are open.

Manufacturer narrative:
(B)(4), results: evaluation of the product found that on the right side window the zipper (teeth) elements are open. The quick release buckles on all four windows are missing. (B)(4).